Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were implanted, two in the lad and one in the rca. It is reported that during the procedure one non- medtronic stent was implanted to treat interlayer/dissection of rca.